Event description:
Patient was revised to address a broken, loose femoral component, osteolysis, and poly wear.

Manufacturer narrative:
Examination of the submitted device confirmed unanticipated wear secondary to the fractured femoral component. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. Review of the device history records did not reveal any manufacturing deviations or anomalies. The femoral component fractured due to material fatigue. No material defects were observed on the femoral component fracture surface. The investigation could not draw any conclusions about the root cause of the material fatigue; however, the patient body mass index was higher than the standard range. From the IFU of this prosthesis (IFU-090200201, rev 1), warnings and precautions have been given to the patient that factors such as overweight and activity levels may significantly affect the wear. These factors may have contributed to increased stress level on the femoral component, which could initiate the fatigue and eventually lead to the fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.